Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a critical medication order was not crossing from rx connect to pyxis. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medication order was not crossed from the rx connect to station. A technical support specialist run the downtime query to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.